Event description:
It was reported that during a stabilization procedure using a speedstitch suturing device, the needle would not load into the handle correctly, preventing the handle from retracting to pass the suture. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.